Event description:
Boston scientific received information that during pre-implant testing, this pacemaker showed a code 1001 indicating a low battery capacity was detected. The device was not used. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. Pacing and sensing functions were verified. Upon interrogation, the error message stating ¿low battery capacity has been detected¿ was reproduced, confirming the field observation. The device case was opened and internal visual inspection noted no irregularities. The battery voltage measured 2.952 volts, which is lower than normal. Electrical measurements were performed which confirmed a high current condition was present. Further detailed testing isolated the problem to a cracked ceramic capacitor, which resulted in the low battery capacity condition of the device.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.